Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in a calcified and moderately tortuous unspecified iliac location. Brachium access was made. A 7f non-bsc sheath was inserted. A express-vascular ld pmtd 10.0x30x135 cm was selected and advanced through the non-bsc sheath. After the stent had been advanced approx 20cm through the sheath, the physician encountered resistance. The physician attempted to remove the stent delivery system and the stent dislodged inside the sheath. The stent was removed with the removal of the sheath. The procedure was completed with a different device. There were no pt complications reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B) (4).